Event description:
The patient underwent routine surgical closure of a ventricular septal defect on cardiopulmonary bypass via median sternotomy on (B)(6) 2026. The right atrium was closed with a new 5-0 prolene suture (ethicon) without issue in the operating room. Three hours later in the ICU, the patient had a valsalva event and suddenly began bleeding dark venous blood from the chest tube. Emergency massive transfusion and intubation were required, with emergent bedside surgical re-exploration conducted to identify the new bleeding. Upon opening the chest, the right atrial suture line was disrupted in the center of the suture (the suture had separated in the middle without provocation, both knotted ends remained intact). This was controlled and the entire suture line was reconstructed with new prolene suture. The patient required 12 hours of intubation and extra day in the ICU due to the event but was successfully discharged without further complication or deficit.